Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A loose video connector latch mechanism had a poor connection, causing the compromised image originally reported. Additionally, no video image was present at all when using 180 series scopes due to a faulty patient board set, and no dvi signal was found due to a faulty printed circuit board. The software was also found outdated and requires updating. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was producing an noisy image during an unspecified procedure. According to the initial reporter, he attempted multiple different scopes and the issue continued. Reportedly, after changing out the subject device altogether, the image was crystal clear. Additional details relating to the patient and the event have been requested, but responses were marked unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. The investigation confirmed a loose video connector latch mechanism due to a poor connection. The specific root cause of the poor connection of the latch mechanism could not be determined at this time. Olympus will continue to monitor field performance for this device.